Manufacturer narrative:
(B)(4). D10: item# 161470; lot# 631040; oxf twin-peg cmntd fem lg PMA. Item# 154725; lot# 724070; oxf uni tib tray sz d rm PMA. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial bilateral unicompartmental knee arthroplasty. Subsequently, 7 years and 6 months post-op, the right knee was revised due to dislocation. The bearing was exchanged. Attempts have been made and all additional information received has been included in this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10: item name# unknown cement; item# unknown; lot# unknown. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review identified right knee poly dislocated and exchanged with new one, no operative record provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.